Manufacturer narrative:
Additional information was received that no erroneous results were reported outside the laboratory. The customer replaced the pinch bulb tube and an ion-blower was installed. An instrument check was performed and the result was ok.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays from (B)(6) 2015 through (B)(6) 2015. Of the data provided for 17 patient samples, only the results for 10 were discrepant. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous result was reported outside the laboratory was requested, but it was not known. No adverse event was reported. The reagent lot numbers and expiration dates were requested, but were not provided. The field service representative exchanged the sample erection disk.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.